Event description:
It was reported that a homechoice device experienced air in the patient line with no alarm. The patient was connected at the time of the event. This occurred during the connect yourself step of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient line was not properly primed. The technical service representative reviewed the proper procedures with the care giver. The technical service representative assisted the care giver in opening the homechoice door and advised the care giver to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.